Event description:
We had a recent error where u100 insulin was automatically converted to u500 on patient's depart meds rec in cerner has built all insulin's under the same synonym. We asked cerner 2 years ago to separate u500 due to concerns with conversion errors, but they have declined to do this. Pt counseling provided: unk. Relevant materials provided: none. (B)(6).